Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal left anterior descending artery with mild tortuosity. The 2.75 x 15 mm xience prime stent delivery system (sds) was advanced to the lesion for direct-stenting. Some resistance was noted during crossing of the lesion due to the tortuosity. The stent was deployed at an unknown pressure and the sds was removed. The physician gently tried to make the balloon its original shape by hand, and attempted to deliver the sds balloon toward the lesion for post-dilatation; however, during advancement inside the guiding catheter, blood came into the inflation lumen. The sds was removed and a pinhole rupture was found on the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, fielder, guide cath: heartrail ii 6f jl3.5, viewit. (B)(4) - no predilatation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.